Event description:
Procedure type: nephrectomy. According to the reporter: the customer reports that the clips did not hold and slightly cut the vessels. The surgeon used a second device.

Manufacturer narrative:
(B)(4).